Manufacturer narrative:
Internal investigation has confirmed that primer mix b-086 found on lane 9 in the allset gold ssp hla-b17 locus high res kit - 10 tests (catalog #541120d lot #004 744187) will give a false negative for the b47:03 allele in the affected product according to the labeling. The labeling stated the primers in primer mix b-086 would amplify this sequent in the b47:03 allele. Root cause has been determined to the product design (incorrect labeling).

Event description:
It was reported in customer complaint #(B)(4) that a survey sample tested when using b locus high res ssp unitray kit (catalog #4730010, lot #009 984375) resulted in b47:02 when the result should have been b47:03 (pr# (B)(4)). Catalog #541120d allset gold ssp hla-b17 locus high res kit - 10 tests, lot #004 744187, has been identified as product that would be affected by this issue.